Manufacturer narrative:
Explant date: 2014. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-8120-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient's body rejected the implanted devices and underwent an explant procedure. No further information can be obtained.